Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was approximately 18 mm in length, it was 20 mm in diameter through the proximal most 3 mm and for the remaining 12 - 15 mm it was 26 - 27 mm in diameter making it "reverse funnel" shaped. It was reported that after the bifurcated stent graft and the contralateral limb were implanted there was a proximal type 1 endoleak present, which could not be resolved despite ballooning the proximal stent graft with a reliant balloon several times. Two reliant balloons were inflated proximally using the kissing technique. The supra renal stents were sitting in the 20 mm shelf of the aortic neck, and an attempt was made to pull the stent graft down using the reliant balloon. This was done because the physician thought the supra renal stents may have been infolded and were creating the endoleak; however, this attempt was unsuccessful. An attempt was made to pull the stent graft down by going up and over the bifurcation. The stent graft was pulled down about 1 - 1.5 cm but the endoleak did not resolve. Another manufacturer's cuff was implanted proximally but the endoleak could not be resolved. The physician decided to convert the pt to open surgical repair and placed a tube graft. No additional clinical sequelae were reported and the pt was fine after the surgery. The stent graft was received and its analysis is pending.

Manufacturer narrative:
Eval results: other - analysis of the explanted stent graft is pending. Endoleak. Reverse funnel shaped aortic neck. Conclusion: other - analysis of the explanted stent graft is pending. Reverse funnel shaped aortic neck.